Event description:
As reported by the field, during thrombus removal at middle cerebral artery m1 segment (m1p), a balloon catheter (9fr optimo) was inserted and delivered to the region where is before the ic. An embovac aspiration catheter ic 71, 132 cm, ce, asp. Ind (ic71132ca, 30767692) was inserted and delivered by using a mgw. The aspiration catheter was able to be reach even though it took a little time because there was tortuosity at the ic siphon. An embotrap iii (6.5×45) made two passes. The embotrap iii was replaced with another device (5×37) to make third pass but the aspiration device damaged when the third pass was done. The complaint device was removed and a cat6 was used. Thrombus was removed with ac only and the procedure was completed. There was no negative impact on the patient. A continuous flush was done. Other concomitant device is a microcatheter (phenom). Additional information was received that it is unknown the reason for changing to a different embotrap device after 2 passes. The event did not result in any consequence or injury to the patient. The aspiration catheter did not kink or stretched. No excessive force was applied. The product was removed intact (in one piece) from the patient. No additional intervention was needed to remove the device from the patient. There were procedural delays reported due to the event. Based on the product analysis of the device received, the distal tip was found frayed.

Manufacturer narrative:
Product complaint#: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the product analysis of the device received, the distal tip was found frayed, the findings meet regulatory reporting criteria. A non-sterile ic 71, 132 cm, ce, asp. Ind. Was received contained in the decontamination pouch. Upon receiving the device, the catheter was inspected, and the presence of hydrophilic coating was confirmed. The distal body of the device was found to be stretched on its distal portion. Further inspection under microscopic magnification revealed that as a result of the stretching, the mesh structure was exposed: the coating was observed to have a severely torn appearance. The device was confirmed to be within specifications for the outer diameter (od) of the non-damaged portions of the device. The returned catheter does not show evidence of damage consistent with tracking difficulties such as catheter kinking. The tracking difficulty documented in the complaint is most specific to the patient at the procedure time and the patient's tortuosity as reported may have contributed to this, but the stretched appearance of the returned catheter seems to be the result of the manipulation exerted during the catheter withdrawal, possibly due to the rotating hemostasis valve (rhv) overtightening. Based on this, the customer complaint in relation to the catheter being damaged was confirmed. There is no indication that the issue reported in the complaint is the result of an inherently device-related defect. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use (IFU) contain the following precautions: do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Exercise care in handling the large bore catheter to reduce the chance of accidental damage. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.